Event description:
It was reported that a patient underwent a hernia repair procedure on (B)(6) 2013 and mesh was implanted. Two weeks post operative, the patient complained of pain and feeling uncomfortable. The patient developed a dehiscence. A second procedure was performed on (B)(6) 2013. During that time it was noted that the mesh was "destroyed". The mesh was removed. It is unknown how the procedure was completed. Additional information has been requested.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.